Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt suffered and continues to suffer symptoms including, but not limited to pain, weakness, and difficulty with even simple daily living activities. It is further alleged that the pt has an elevated level of cobalt and chromium metal ions in his blood stream.